Event description:
Information received from a healthcare professional regarding a patient receiving lioresal (baclofen) 2000mcg/ml for a total dose of 560.3mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a motor stall was seen at initial interrogation. It was noted an magnetic resonance imaging (MRI) and related motor stall occurred today (B)(6) 2016. The pump was just interrogated post MRI, and pump was alarming. Neither caller nor patient knew what type of mr scanner (open or closed) it was. Pertinent information per caller's inquiries were reviewed. It was noted the MRI was not a suspected device or therapy issue. Log have not been read and motor stall had not recovered and it had been less than 2 hours. Telemetry state was reviewed, and re-interrogating pump with logs was discussed. No symptoms reported, and alarm from pump was heard by the patient and patient was concerned. Patient was brought into the healthcare professionals clinic and pump was interrogated on (B)(6) 2016, and patient was given a script for oral baclofen if symptoms occur. Patient came back to clinic on (B)(6) 2016 and interrogated pump, and it was noted motor stall had resolved. No further information provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.